Event description:
It was reported that noise and inappropriate auto mode switching (ams) as well as low pacing impedance was observed on the right atrial (ra) lead. The ra lead was capped (B)(6) 2025 and replaced. The patient was stable and was discharged without incident.